Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2009. Subsequently, patient underwent a revision procedure (B)(6) 2013, due to pseudotumor and soft tissue damage. The head and taper were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02447 / 02448).